Manufacturer narrative:
Concomitant medical products: 429888 lead implanted: (B)(6) 2018; 5076-52 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had dislodged and was pointing straight down in the atrium, with undersensing also noted. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.